Event description:
Boston scientific crm received information that this left ventricular (lv) lead was experiencing impedance measurements lower than 100 ohms. It was later suspected that the lv lead was fractured. Information was received that this lead was surgically abandoned after being deactivated for an unknown period of time. The lead was surgically abandoned due to it being placed in a non desirable position when originally implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.